Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces.no button error alarms were noted. Traces of corrosion were noted at electronic and motor assemblies per visual inspection. Pump received with severely scratched lcd window. Pump received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.